Event description:
Patient at home on new version of activac to bilateral trochanter wounds and y connector. Following dressing change, pt bled bright red blood for 24 hours and finally notified the home health nurse who instructed the pt to shut down the pump. When the nurse arrived, the pump registered at 150 mmhg negative pressure. Upon troubleshooting, it was clear that the pump was set at 125 mmhg -- but went up to 150 mmhg without any intervention by the pt. The pump did not alert the patient when the pressure elevated spontaneously. The nurse re-dressed the wound and assured that the setting was 125 mmhg pressure. Bleeding stopped. At the next visit, the pump again showed 150 mmhg pressure - but was set at 125 mmhg. The patient and nurse called "product support" and was told it must be a clinical issue. The home health nurse assured them that a seal was obtained, the foam was contracted, and no alarms were going off. The rep on the phone then told the nurse that the pump normally fluctuated up to 150 mmhg. Both the pt and nurse were concerned about the bleeding to event. Still, no one offered to come out and look at the pump. Nurse reported bleeding to md. Trying still to get dc order for wound vac due to bleeding danger and pump malfunction. Dates of use: approximately one month 12/2007 01/2008. Diagnosis or reason for use: bilateral trochanter open wounds. Event abated after use stopped or dose reduced? No.